Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date receieved by manufacturer was inadvertantly lef out of the previous supplemental report. It has been added.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the elective replacement indicator (eri) triggered and the ipg needed to be replaced. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the ipg was explanted and replaced with a rechargeable ipg. Post-operatively, stimulation therapy was restored.